Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the heat exchanger was leaking. Additional malfunctions include the bed hose was leaking, the power switch had no alarms, and the gear clamps were leaking.